Event description:
It was reported that this right ventricular (rv) lead shock lead impedances exhibited high out of range shock lead impedance measurements measuring greater than 125 ohms which triggered a red alert. Technical services (ts) noted that shock lead impedances have been gradually rising since the end of 2021. Ts provided recommendations. At this time, the lead remains in service. No adverse patient effects were reported.